Event description:
Pharmacist called to report that the pump is supposed to infuse 100ml over 46 hrs but they are routinely infusing 110ml in 44 hrs. Then the pump is saying the bag is dry. No pt injury reported at this time. No add'l pt info is available at this time.